Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00809, 3005168196-2017-00810.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coils. During the procedure, while attempting to advance three ruby coils through a lantern delivery microcatheter (lantern), the ruby coils would not advance pass a certain point in the lantern. Therefore, the ruby coils were removed and re-sheathed. While attempting to re-introduce the ruby coils into the lantern, the ruby coils would not advance beyond their introducer sheaths. Therefore, the ruby coils were removed and the procedure was completed using additional ruby coils and the same lantern without issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
Additional information received from a penumbra sales representative: the physician experienced resistance while attempting to advance the ruby coils through the lantern and then again while attempting to re-introduce the coils into the lantern.